Event description:
It was reported that after one shock, a possible output circuit damage message was received. Low impedance was noted. The patient had a vt which was not terminated by a shock. The device and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received output circuit damage was confirmed. An arc mark was observed on the ICD can. Scanning electron microscopy of the arc site confirmed the presence of lead conductor material. During analysis, output circuit damage was detected. The device was damaged when the high voltage lead arced to the ICD can during delivery fo high voltage therapy. The root cause of damage was due to a lead anomaly.